Event description:
Patient was implanted with mountaineer cervical hardware (occipital - c3/c4) in 2004. In 2009, patient had delayed posterior cervical suboccipital wound disruption with erosion of hardware through the skin. Also noted a subcutaneous infection. It was found during the revision that the o-plate was displaced from the skull and the screws were in the soft tissue. All hardware was removed. As the event resulted in the need for surgical intervention, an MDR is filed to document this event.

Manufacturer narrative:
Review of returned implants found no anomalies. Root cause appears to be related to patient compliance and bone quality. Surgeon reported that the patient is a smoker with poor bone quality. The surgeon does not believe the issues was device related.